Event description:
Healthcare professional reported left-side "biocell." Healthcare professional later reported left side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: white calcification on the surface of the shell. Observed broken striated on posterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left-side "biocell." Healthcare professional later reported left side capsular contracture baker grade IV. Device has been explanted and replaced.